Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/28/2016 - voicemail, 11/29/2016 - phone, 11/29/2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.